Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis in good condition. The customer's reported problem was verified. The pump was inspected and found that the downstream occlusion seal was bubbled. Device passed all functional tests. Further investigation of the pump determined that the downstream occlusion sensor was defective due to bubble seal. Therefore, the downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump had a blistered downstream sensor. There were no injuries or adverse events reported.